Event description:
During extraction of variax fibula plate, screw broke when surgeon was removing it. The screw shaft was removed. The broken screw had been inserted to most proximal hole of the plate.

Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x14mm was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the currently available information, the root cause can be attributed to a user related issue. The failure was caused by too much mechanical force during removal. Unfortunately we had not been provided with sufficient detailed information in order to determine the exact cause for the reported breakage. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. It is clearly evident though that the front part of the screw got badly damaged / deformed during removal so the broken surface is therefore not visible anymore. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During extraction of variax fibula plate, screw broke when surgeon was removing it. The screw shaft was removed. The broken screw had been inserted to most proximal hole of the plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.